Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6). Device evaluated by manufacturer. The device was return for analysis. The device was broken on 163 cm from proximal section to broken section, overall length should be 330 cm, the other part of the device was not returned. Additionally, the device was severely kinked at the proximal and middle section. The overall length, outer diameter of the middle section, and outer diameter of the proximal section were within specification.

Event description:
It was reported that the burr became stuck on the guidewire. The target lesion was located in severely tortuous and severe calcified proximal to distal right coronary artery. A 1.50mm rotalink plus and a rotawire and wireclip torquer were selected for use. During procedure, ablation was performed; however, when the physician attempted to remove the burr, and extend/pull out the burr tip outside the patient's body, it became unable to remove off of the guidewire. The wire was then cut by the burr tip and was able to be removed. Afterwards, the physician inserted a microcatheter over the remainder of the wire left in the patient, in order to keep vessel access. After the microcatheter was placed, the remainder of the cut wire was removed from the patient completely and replaced with another rotawire. There were no patient complications reported and the patient's condition post procedure was reported as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the burr became stuck on the guidewire. The target lesion was located in severely tortuous and severe calcified proximal to distal right coronary artery. A 1.50mm rotalink plus and a rotawire and wireclip torquer were selected for use. During procedure, ablation was performed; however, when the physician attempted to remove the burr, and extend/pull out the burr tip outside the patient's body, it became unable to remove off of the guidewire. The wire was then cut y the burr tip and was able to be removed. Afterwards, the physician inserted a microcatheter over the remainder of the wire left in the patient, in order to keep vessel access. After the microcatheter was placed, the remainder of the cut wire was removed from the patient completely and replaced with another rotawire. There were no patient complications reported and the patient's condition post procedure was reported as good.